Event description:
A report was received that the patient had a pocket revision due to difficulty charging. The patient's ipg was relocated and the pocket was made more shallow. The patient continued having difficulty charging. The physician replaced the ipg and the patient was reportedly doing well after the procedure.